Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a clinical procedure. The procedure was completed after the patient was moved to another room. Other than a delay to the procedure, no harm was reported. A third party evaluated the system onsite and determined that the root cause was a malfunction with the display monitor; no device inspection was performed by philips. The monitor was replaced. Once the monitor was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the screen went black. The issue was found during clinical use which resulted in a delay to the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a clinical procedure. The procedure was completed after the patient was moved to another room. Other than a delay to the procedure, no harm was reported. A third party evaluated the system onsite and determined that the root cause was a malfunction with the display monitor; no device inspection was performed by philips. The monitor was replaced. Once the monitor was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The serial number, product UDI, reporting address line 1 and the reporting address city have been updated.